Event description:
It was reported when loading the screw to the screwdriver from the rack, where it was placed, it was not possible to place the screwdriver into the screw. It was discovered that the inner part of the screw was half way out of the outer part. That led to a separation of the screw and the head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that by the present pedicle screw plangeapolyax, the screw head has fallen apart as complained. We have forwarded the device in question to the responsible product development engineer for evaluation. He could not find the exact cause of this problem. Therefore, we do have to assume that the problem occurred due to wrong handling during the procedure. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufactured on 04/17/2011.